Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a4, b1, b2, b5, b6, b7, h6. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava/organ perforation, anxiety, mental anguish, stress, worry. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported anxiety, mental anguish, stress, worry are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the right common femoral vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging vena cava perforation and organ (mesentery, gi tract, spine) perforation. The patient further alleges "I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries" as well as worry. Report from CT (computed tomography): "ivc filter is in place the filter appears intact with the apex of the filter just below the renal vein inflow. No evidence of any significant tilt relative to the long axis of the ivc. No evidence of any fracture of the filter legs or migration/embolization of any filter fragments included on these images. There is penetration of the legs all forelegs through the caval wall by about 2-3

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2006. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.